Event description:
It was reported that the patient experienced a -sticking pain- on the left side of her thorax during the night. Cardiac perforation was discovered. The lead was successfully repositioned.

Manufacturer narrative:
Na